Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data: collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2011, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.628 to 2.622 volts minimum between (B)(4) 2011 and (B)(4) 2011. 2 - patient alerts for low battery voltage on (B)(4) 2011 02:15:00 and (B)(4) 2011 02:15:00.

Event description:
It was reported that the device reached elective replacement indicator (eri) and the doctor wanted to know why the device reached eri early. The device remains in use, but the patient is scheduled for device replacement. No patient complications have been reported as a result of this event.